Manufacturer narrative:
Device evaluation: one cadd cassette reservoirs was returned for analysis. The sample consist of one product from p/n 21-7024-24 l/n 3857625; the returned sample was received in used conditions inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination and found the sample with both of the star tube detached from the housing. According to the investigation this is due to the solvent being enough, but the location was not correct. Functional testing on the sample received was performed using a cadd solis pump to look for unusual functions. According to the investigation, it was difficult closing the pump with the star tube detached, and it was necessary accommodate the right position to avoid squash the star tube. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is that production personnel did not detect that adhesive in proper position during manufacturing. In order to address the possible causes, quality engineer assigned magnifying lamps to production line for better visual inspection of the adhesive. The problem source of the reported problem is manufacturing.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump caused an upstream occlusion alarm. It was noted that the cartridge was difficult to attach to the pump. The infusion was not life sustaining. There were no adverse events reported.